Manufacturer narrative:
Upon receipt of the fibers at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of one of the fibers identified a fiber body break at the input connector. The output was tested and was identified to be escaping from the fracture location. There was no devitrification at the output window of the glass cap. The fiber body break is consistent with the procedural handling of the device with excessive manipulation. Based on the information available, the reported allegations were unable to be confirmed and the conclusion of unintended use error caused or contributed to the event was chosen.

Event description:
It was reported that the technician was unable to register two fibers in the laser. The procedure was finished using non-laser equipment, and there were no patient complications reported. Upon analysis, a break was found at the fiber body near the connector of one of the fibers.